Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was good post procedure.